Event description:
Customer called on (B)(6) 2011 reporting that the coulter ac t diff 2 analyzer gave an erroneously low platelet count (plt) and mean platelet volume (mpv) result for two patient samples. The first patient sample result had an instrument generated platelet flag. On (B)(6) 2011, customer notified bec that a second patient sample was sent to the reference lab on (B)(6) 2011 and displayed the same erroneous low platelet pattern. Please see medwatch #1061932-2011-02437 for the report on the second patient sample which was run on (B)(6) 2011. The second patient sample on the other hand did not have an instrument generated platelet flags but both the first patient result and the second patient result generated user defined flags. Erroneous results were reported out of the lab but there was no injury or change to patient treatment associated with the event. Customer questioned the results due to differential (3) instrument flagging on the first patient sample and a random follow up for the second patient sample determined that the result generated was erroneous. Both samples were sent to a reference lab where they recovered higher plt and mpv results which the customer considered correct. This report is for the erroneous result generated for the first patient sample. Field service engineer (fse) was dispatched but could not duplicate the erroneous platelet results. No instrument problem was observed and instrument performance was verified and validated per established procedures.

Manufacturer narrative:
As part of a retrospective review, this event was determined to be reportable.